Event description:
It was reported that the device had a simultaneous deployment. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. T1, t2 were not returned. Partial cut suture was returned. The depth limiter was attached. It had been retracted as far as possible. There is no permanent bend or bow of the needle. The distal tip of the delivery needle is slightly twisted. The device had previously been cycled and actuated. Anchors may be inadvertently released from temporary twisting and flexing of the needle. Functional test was successful. The device cycled and actuated normally. No root cause related to the manufacture of the device was confirmed.